Event description:
A medtronic representative reported that tracer registration was inaccurate 1-1.5 cm. They checked accuracy after tracer registration and it was on. The also checked accuracy after draping and it was still on. Registration became inaccurate after they made the incision. When they touched the probe to the surface of the brain where the tumor was, it showed them about 1 cm into the anatomy past the tumor. The rep is unsure if there was any brain shift. The exam only contained the top of the patient's head (patient had braces). The tracer pattern covered between the eyes, the side of the head, and the back of the head (the nose was not present on the scan). The tumor was superficial, so the surgeon chose to discontinue navigation. No negative impact to the patient was reported.

Manufacturer narrative:
The software investigation of the system archive found that the patient scan, used for surgery, only contained the top portion of the patient's head. The scan of the patient did not follow the imaging protocol. The software was functioning as designed.